Event description:
The customer initially contacted philips healthcare for a parts order or a battery pca. At the time there was no allegation of malfunction. On (B)(6) 2014 philips received new info that there was a contact issue with the battery where movement made it lose contact resulting in power loss of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.